Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Hemostasis not being achieved after deployment as reported can be influenced by, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo multiple suture-related inspections, including but not limited to: tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection, all devices undergo inspections to verify the suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, a femoral angiogram was taken, which showed mild calcification and no tortuosity. The artery at the access site was described as being deep in the tissue. The proglide instructions for use states: the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the reported information and the inspection criteria, a definitive cause for hemostasis not being achieved after apparent successful deployment could not be determined. The mildly calcified common femoral artery may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents for hemostasis not achieved. There is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a mildly calcified, non tortuous right common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, the device was deployed and the knot was advanced. Hemostasis was not achieved with the device. The artery in the access site was described as being deep in the tissue tract. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.